Event description:
It was reported that the ilet device¿s battery appeared to deplete faster than expected during multiple activities, and the caregiver inquired about expected per-charge duration and overall battery life; the user was advised that a typical charge lasts about 3¿5 days under normal use and that heavy pump use can shorten run time, and that the battery is designed to last through the warranty period. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and technical support review. Investigation of this case revealed normal device behavior consistent with increased power consumption due to high usage, with no device malfunction identified. It was concluded that the device operated within specifications and that education on expected battery performance resolved the concern.